Event description:
Customer's father reports back to back testing on the same meter while using the compact sys with results of lo (less than 10mg/dl) and 80mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.